Event description:
It was initially reported that the device had an illuminated charge-pak icon. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the charge-pak and attention icons were displayed and the internal hlc batteries were fully depleted. This could have prevented defibrillation therapy from being delivered.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The internal hlc batteries were fully depleted; however further cause of the reported failure could not be determined. The customer received a replacement device.